Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Device also received with cracked case(battery tube) and cracked case near belt clip rail corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack in back and around the insulin pump. Blood glucose was 10.3 mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.